Manufacturer narrative:
Section a2: corrected. Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of abnormal low voltage alarms was confirmed during review of the submitted and downloaded log files from the heartmate 3 system controller (serial number: (B)(6) ). The log files collectively contained approximately ~19 hours of relevant information on 21feb2024 (4:46:16 to 23:42:39 per timestamp). Intermittently from 17:59 to 23:20 while the controller was connected to 14v battery power, abnormal low power advisory alarms were observed. These alarms activated due to the relative state of charge (rsoc) of the black power cable briefly dropping below the designed alarm threshold. The atypical alarms appeared to resolve on their own shortly after their activation. The abnormal low voltage alarms did not impact the controller¿s ability to operate the pump at the set speed. A driveline disconnect alarm was observed at 23:40:51, which appears to be consistent with the exchange of this controller. The returned heartmate 3 system controller (serial number: (B)(6)) was functionally tested and found to perform as intended. The power cables of the controller were in unremarkable physical condition, and atypical alarms were not able to be reproduced throughout testing. The root cause of the abnormal low voltage alarms was not able to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) cautions the user to not attempt a system controller exchange without having a trained, competent caregiver at their side to assist. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low voltage alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was having low voltage advisory since 6pm and around 11 pm, they had an alarm and immediately changed the controller. They acknowledged that the green light was on. It seemed the patient let the 14 volt batteries drain, and the emergency backup battery (ebb) functioned as it should. The event log captured some random low voltage advisory events on battery power starting 21feb2024 at 17:59 and occurred frequently until the controller was exchanged 21feb2024 at 23:40. Tech service stated that these all occurred on the black lead of the controller. There was a notable drop in the relative state-of-charge (rsoc) voltage on the black lead causing these voltage events. Tech service continued this may have been due to damage to the black power lead, possible it could be an issue with the battery clip, or maybe the 14v batteries require calibration. The patient was given a new controller. Log files from the new controller showed that it was connected around 21feb2024 at 23:37. Nothing was notable post controller exchange.